Manufacturer narrative:
(B)(4). A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a pole clamp. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged pole clamp. To correct this condition, the pole clamp was replaced. If any additional information is received, a follow up MDR will be sent. Updated to contain a PMA/510(k) number k041191.